Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the self-check failed. The fse evaluated the device on site. It was determined that this was not a malfunction, but a self-test failure caused by user error, failure to clean the paddles properly. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error, not cleaning the paddles properly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The self-test failure was attributed to user error, failure to clean the paddles. Once cleaned properly, the device was back in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a self-check failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(4).